Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model bed-41vc serial number/date code (B)(4) is approximately 7 years old. The owner's manual part number 1114836, rev. D, dec-03 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Additionally, it has been learned that the bed has been repaired. An attempt was made to gather additional information however no further information has been provided.

Event description:
A report has been received reporting that the head spring has a broken weld near the top, and has resulted in scratches to the user when being transferred to and from the bed. Reportedly no medical intervention was necessary.